Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was used in order to resect the stomach. After complete resection, the surgeon complained about the lack of hemostasis at the formed staple line. The surgeon had to use endoligation (endoclip) instrument plus surgicel in order to control bleeding from staple line. The entire staple line bled. The patient was given a blood IV. As a result of the difficulties encountered with this device, the procedure was prolonged seven minutes. The customer disposed of the device. Additional information ahs been requested.